Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset was performed with guidance, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged instructions.